Manufacturer narrative:
(B)(4). The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death-estimated. Date of event-estimated. Date of implant-estimated. The clips remain implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Long-term outcome, survival and predictors of mortality after mitraclip. Therapy: results from the (B)(6) registry.

Event description:
This is filed to capture the patient deaths. It was reported through a research article, that patient deaths occurred between one month and five years post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached article, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the (B)(6) registry.